Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high, however a specific value was not provided. Customer alleged pump was the suspected cause of bg level. Multiple follow up attempts were made to gather additional information and provide troubleshooting, however, the customer did not respond to follow up attempts.